Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that air bubbles were present in reservoir. Blood glucose was 18 mmol/l,13 mmol/l. Troubleshooting was performed. Big size air bubbles were present in reservoir. Customer reported that air bubbles were not removed successfully. The product will be returned for analysis.